Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was damaged. She was hospitalized on (B)(6) 2015 due to a low blood glucose level of 24 mg/dl. Her hospitalization was not related to the insulin pump's damage. Once in hospital, they overcorrected her low blood glucose level and she had a diabetic ketoacidosis. The 911 call was made because she had passed out and was in a diabetic coma. She was in intensive care unit for a few days. The product was not returned. Nothing further to report.